Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5, g3, h2, h6. Medical records provided and reviewed state that the patient has past medical history including diabetes, hypertension, severe morbid obesity (bmi 42.6), gerd, hypothyroidism, depression, and prior right tka in 2019, underwent a revision of the left knee on 17-nov-2025 due to an alleged infection. All the initially implanted components, including nexgen tibia, femur, and articular surface, were replaced. Per provides no reason for revision, complaint entry indicates infection. D4: attempts have been made to gather all product identification information and no further information has been provided. The reported event could not be confirmed due to lack of information. Root cause has been identified as not device related. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: pn 00598004701 ln 64063867 st prc tib plt size 5. Unknown tibial. G2 foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised due to infection. The femur, tibia, and articular surface implants were revised. Attempts to obtain additional information have been made; however, no more is available.